Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this patient had reported a recent syncopal episode. Upon examination, it was noted that the right ventricular lead had dislodged and was experiencing loss of capture at maximum output. Surgical intervention was performed to explant and replace the lead with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, and visual analysis noted extensive induced damage to the lead that occurred upon explant. Continuity tests confirmed the electrical capabilities of the two returned lead segments. Laboratory analysis could not confirm the dislodgement or loss of capture with analysis of the lead segments returned.